Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away at home. The cause of death is unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2001. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history log and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. External and internal inspections were performed, which did not reveal any issues that were related to the reported event. The device passed the homechoice rite (returned instrument test evaluation) electrical test and but failed the homechoice rite functional test. Therefore, the device was determined not to meet performance specification requirements per rite testing. Per pal evaluation the issues found would not have caused or contributed to the reported event. The device passed all other testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. If there is any additional relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.